Event description:
Mfg trach tube cuff does not inflate evenly when filled with saline. When the cuff is inflated, the tube is offset. Diagnosis or reason for use: tracheostomy. Event reappeared after reintroduction: yes.